Event description:
It was reported that during use in the patient, the intra-aortic balloon (iab) volume recognition on the pump was 12cc, even though the iab in use was a 30cc manufactured by tokai medical. The iab was pumping without problems or alarms, but the patient's blood pressure had decreased slightly. The connection between the catheter and the pump was stable and firm. The pump was the suspected problem and as a result, was exchanged to another pump. The pump was examined by the users technical staff, but the issue could not be duplicated.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.